Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels of 560 mg/dl., and moderate ketones. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.